Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced loss of stimulation coverage despite a reprogramming attempt due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.